Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and investigated. The reported mechanical issue was not confirmed as the device functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. This event was further reviewed by an abbott vascular medical affairs manager who concluded that the procedure was dealing with a really challenging anatomy (flail). Trials to grasp with both ntr and later xtr resulted in too high gradient so no clip was implanted. Not having implanted any clip, the gradient reverted as soon as the clip was opened; thus, the clip was not implanted. Additionally, sterile devices were returned and all devices functioned as intended. All available information was investigated, and a definitive cause for the reported mechanical issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the clip opened while locked. (80829u194) it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip ntr clip delivery system (cds) was advanced to the mitral valve, but the clip arms were too small to effectively grasp the leaflets, so the device was removed without issue. An xtr cds (80829u194) was advanced; however, during the final arm angle test, the clip inverted in the open position, when it should have been locked, so it was removed without issue. A second xtr cds (80829u169) was advanced, but it sprung open to the inverted position during final arm testing. No clips were implanted. The procedure was aborted, pending scheduling for a new procedure. Mr remained at 4+. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.